Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a loss of use and numbness in their right arm following a permanent implant on (B)(6) 2020. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted.